Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected, and leak tested. Broken and detached fabric threads were identified in its proximal end, along with wear at fold in its proximal, middle and distal portions. Leakage evaluation reveled a bulge in the cylinder when it was inflated with a syringe. Based on the information available and analysis results, the bulge identified in the component could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a bulge in the left cylinder was noted; therefore, the component was removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a bulge in the left cylinder was noted; therefore, the component was removed and replaced. No patient complications were reported.